Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the device noted damaged tubing. Functional testing and underwater leak testing revealed leakage from a small hole, less than 0.1 cm in diameter, in the tubing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump segment of the tubing of a light sensitive drug set ruptured during infusion, leading to a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.